Event description:
It was reported that while using bd vacutainer® push button blood collection set, the rubber over needle did not reseal creating a leak of blood inside the vacutainer when changing specimen tube. No patient impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 04-mar-2025. Investigation summary: bd received 2 samples for investigation. The customer samples underwent functional tests using 10 tubes per needle to assess the functionality of the device. Both samples passed the tests with no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. Additionally, 30 retained samples underwent functional tests using 10 tubes per needle to assess the functionality of the device. All these samples passed the tests with no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. Furthermore, the retained samples were subjected to functional tests for retraction lockout. All samples passed these tests as they were able to be activated properly with no evidence of defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve side piercing. Based on a review of batch records, no root cause from manufacturing was identified as a contributor. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, the rubber over needle did not reseal creating a leak of blood inside the vacutainer when changing specimen tube. No patient impact reported.